Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable elecsys troponin t stat assay results for qc material so they recalibrated the assay and ran a comparison using previously tested patient samples. The repeat results were lower so the samples were repeated on another cobas e 411 immunoassay analyzer and those results matched the lower repeat results. One example was provided of an initial result of 0.132 ng/ml and a repeat result of 0.104 ng/ml. The customer did not have the result from the other analyzer but stated the result matched the repeat result. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the measuring cell counts were low. He performed a photomultiplier tube (pmt) voltage adjustment and ran performance testing. All results were all within specification. The customer performed calibration and qc and verified the results were within specifications.